Event description:
Boston scientific rec'd info that this left ventricular (lv) lead was unable to capture at maximum output. The lead was cut and capped. There were no adverse pt effects reported.

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.